Event description:
The customer reported that the device (multigas unit) is constantly going out in the endoscopy room.

Manufacturer narrative:
The customer reported that the device is constantly going out in the endoscopy room. The customer is requesting the unit be exchanged for a properly functioning one. The unit will be warranty exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was constantly going out in the endoscopy room.

Manufacturer narrative:
Details of complaint: the customer reported that the device is constantly going out in the endoscopy room. No patient harm was reported. Investigation summary: no additional details are available. It is understood that the gas unit was no longer providing gas reading when it "goes out." Service history for this serial number shows the customer reported the gas unit had displayed a "check water trap" error under ticket 12126 on 11/29/2017. This message corresponds to maintenance that is required. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. When the gas unit no longer provides readings, or intermittently provides readings, the gas sensor, part # cd-314p, has likely failed and requirs replacement. The failure of this component is traced back to a lack of preventative maintenance. As indicated under ticket 127139, there is no other evidence suggesting predisposition to early failure. The likely cause is lack of on-time preventative maintenance. Due to limited information available regarding routine maintenance, the root cause could not be determined.